Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during attempted implant of the right atrium (ra) lead poor numbers in multiple locations were noted. Therefore, the ra lead was removed and replaced with a new lead which also had poor values in multiple locations. However, the next day following implant the values were normal and the ra lead remains in use. No patient complications have been reported as a result of this event.